Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the vial inside the kit was expired while outside the kit was not expired. The device and any accessories were prepared as indicated in the IFU. This was a brand-new box; they had not mixed and matched. There was no patient involvement. No patient was harmed. The nurse caught the error before administering. Additional information was received reporting that a kit of onyx contains 1 vial of onyx and 1 vial of dmso, and a sterile tray of s yringes. The kit was purchased and the expiration date on the label of the kit was within date, however, the vial of onyx in that kit was expired. The expiration dates of the kit, the sterile tray, the onyx, and the dmso all have different expiration dates. This was not a labeling error but regular packing practice. A nurse in the interventional radiology (ir) found the expired onyx before it was injected into the patient. Cycle counts are performed when required which the manufacturer representative believes is each quarter. The kit with all the contents was removed and not used on patient.